Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, peripheral vascular complications were treated surgically. Anemia that was caused by a hematoma supplied from the subclavicular portion of the right subclavian artery was treated with the implant of vascular endoprosthesis. No further adverse patient effects were reported.